Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, although the cause for the 10:90 ventricular deployment cannot be confirmed, procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist (fcs), during the transaortic tavr procedure, the first 23mm sapien valve was positioned 50:50 across the native annulus; however, during deployment the valve shifted and was deployed 10:90 ventricular. Moderate pvl resulted, as the valve had been deployed in the lvot. A second 23mm sapien valve was prepped and successfully placed at the intended location. A repeat echocardiogram (tee) showed no paravalvular leak (pvl) and trace central leak. The patient remained in stable condition during the entire procedure. The 10:90 ventricular deployment was attributed to the patient¿s leaflet calcification. Per report, the patient¿s aortic valve was moderately calcified, the aortic root was mildly calcified, the ejection fraction was 50%, the sinotubular junction (stj) measured 28.3mm, the sinus of valsalva (sov) measured 31.5mm. The patient had a prolapsed mitral leaflet, severe mitral annular calcification (mac) and moderate ventricular septal hypertrophy. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no[ew2] loss of pacing capture during deployment.